Manufacturer narrative:
Please note: the device involved in this event reported without a catalog or lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the study indicating a patient underwent implantation of an unknown cypher stent to the left anterior descending artery. Sixteen days later the patient underwent repeat angiography due to chest pain. This revealed a septal branch occlusion that was reported to have probably occurred during the index procedure. The event was reported to be unrelated to the cypher stent and probable in relation to the index procedure. As reported in the report received the stenosis of the septal branch is not eligible for treatment.